Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device follow up it was noted that the right atrial (ra) lead had dislodged and pulled all the way back. The lead was explanted and replaced. No patient complications have been reported as a result of this event.